Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard beeping from their implantable cardioverter defibrillator (ICD). They went to the hospital where there was a "reader" but it could not "read" the ICD. The patient noted that they had taken a fall a while ago and landed on the carpet but it was days after that the beeping went off. The ICD remains in use. No patient complications have been reported as a result of this event.